Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood was present in/on the helix mechanism.

Event description:
It was reported that the rv lead was attempted to be implanted and could not be used due to positioning difficulties, and the patient had a large atrium. Another lead was implanted. No patient complications have been reported as a result of this event.